Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0000316. Please refer to mfg report number 2249723-2025-0000316 for all information for this complaint event. Please cancel mfg report number 2249723-2024-0005166 in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a gas leak. No patient harm or injury reported.